Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device"), premature delivery ("pre-term delivery") and pregnancy with contraceptive device ("post implant pregnancy") in a (B)(6) female patient who had essure (batch no. 653901) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion - right tube occluded" on (B)(6) 2009. The patient's past medical history included breast cyst excision in 1998 and bone cyst excision in 1999. In 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), premature delivery (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, premature delivery, pregnancy with contraceptive device, pelvic pain and vaginal haemorrhage outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, menorrhagia, pelvic pain, pregnancy with contraceptive device, premature delivery and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unilateral occlusion - right tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with essure, device migration. Most recent follow-up information incorporated above includes: on 25-apr-2018: reporter added, date of birth, medical history, lab data, essure removal date, lot number (653901), events abnormal vaginal bleeding, menorrhagia and unilateral occlusion (right tube occluded) added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device"), premature delivery ("pre-term delivery") and pregnancy with contraceptive device ("post implant pregnancy") in a 32-year-old female patient who had essure (batch no. 653901) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion - right tube occluded" on (B)(6) 2009. The patient's past medical history included breast cyst excision in 1998, bone cyst excision in 1999, multigravida and parity 4 (((B)(6) 1994, (B)(6) 1999, (B)(6) 2009, (B)(6) 2012)). Concomitant products included paracetamol (acetaminophen). In 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 2 months 9 days after insertion of essure, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), premature delivery (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and high risk pregnancy ("high risk pregnancy"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, premature delivery, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, depression, anxiety and high risk pregnancy outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, device dislocation, high risk pregnancy, menorrhagia, pelvic pain, pregnancy with contraceptive device, premature delivery and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unilateral occlusion - right tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with essure, device migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("migration of device/migration of essure device location of device: uterus"), premature delivery ("pre-term delivery") and pregnancy with contraceptive device ("post implant pregnancy") in a 32-year-old female patient who had essure (batch no. 653901) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion - right tube occluded" on (B)(6) 2009. The patient's past medical history included breast cyst excision in 1998, bone cyst excision in 1999, multigravida and parity 4 (((B)(6) 1994, (B)(6) 1999, (B)(6) 2009, (B)(6) 2012)). Concurrent conditions included chronic cholecystitis and cholelithiasis (laparoscopic cholecystectomy on (B)(6) 2017). Concomitant products included hydrochlorothiazide since (B)(6) 2011, macrogol 3350 (miralax) since (B)(6) 2017, paracetamol (acetaminophen) and paroxetine since (B)(6) 2017. In 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 2 months 9 days after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), depression ("depression") and anxiety ("mental anguish"). In 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced premature delivery (seriousness criterion medically significant) and high risk pregnancy ("high risk pregnancy"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, premature delivery, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, depression, anxiety and high risk pregnancy outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, device expulsion, high risk pregnancy, menorrhagia, pelvic pain, pregnancy with contraceptive device, premature delivery and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unilateral occlusion - right tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with essure, device migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2018: pfs received. Product indication added. Event device dislocation updated to device expulsion due to migration device location in uterus. Concomitant drugs and concomitant conditions added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of device/migration of essure device location of device: uterus'), premature rupture of membranes ('premature rupture of membrane'), premature delivery ('pre-term delivery') and pregnancy with contraceptive device ('post implant pregnancy') in a 32-year-old female patient who had essure (batch no. 653901) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion - right tube occluded" on (B)(6) 2009. The patient's medical history included bone cyst excision in 1999, breast cyst excision in 1998, multigravida, parity 4 (((B)(6) 1994, (B)(6) 1999, (B)(6) 2009, (B)(6) 2012)) and gerd. Concurrent conditions included chronic cholecystitis, cholelithiasis (laparoscopic cholecystectomy on (B)(6) 2017) and hypertension. Concomitant products included amlodipine from (B)(6) 2011 to (B)(6) 2017, hydrochlorothiazide since (B)(6) 2011, macrogol 3350 (miralax) since (B)(6) 2017, pantoprazole, paracetamol (acetaminophen), paroxetine since (B)(6) 2017 and trazodone since (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"), 6 days after insertion of essure. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2011, the patient experienced premature rupture of membranes (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced premature delivery (seriousness criteria medically significant and intervention required) and was found to have a high risk pregnancy ("high risk pregnancy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, premature rupture of membranes, premature delivery, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, depression, anxiety and high risk pregnancy outcome was unknown and the pelvic pain was resolving. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, device expulsion, high risk pregnancy, menorrhagia, pelvic pain, pregnancy with contraceptive device, premature delivery, premature rupture of membranes and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: unilateral occlusion - right tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with essure, device migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events premature rupture of membrane was added. Concomitant drugs were added. Product, patient & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of device/migration of essure device location of device: uterus'), premature rupture of membranes ('premature rupture of membrane') and premature delivery ('pre-term delivery') in a 32-year-old female patient who had essure (batch no. 653901) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion - right tube occluded" on (B)(6) 2009. The patient's medical history included bone cyst excision in 1999, breast cyst excision in 1998, multigravida, parity 4 (B)(6) 1994, (B)(6) 1999, (B)(6) 2009, (B)(6) 2012 and gerd. Concurrent conditions included chronic cholecystitis, cholelithiasis (laparoscopic cholecystectomy on (B)(6) 2017) and hypertension. Concomitant products included amlodipine from (B)(6) 2011 to (B)(6) 2017, hydrochlorothiazide since (B)(6) 2011, macrogol 3350 (miralax) since (B)(6) 2017, pantoprazole, paracetamol (acetaminophen), paroxetine since (B)(6) 2017 and trazodone since (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient was found to have a pregnancy with contraceptive device ("post implant pregnancy"). On (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"), 6 days after insertion of essure. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2011, the patient experienced premature rupture of membranes (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced depression ("depression/ psych injury") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced premature delivery (seriousness criteria medically significant and intervention required), urinary tract disorder ("bladder/urinary problems"), bladder disorder ("bladder/urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge") and was found to have a high risk pregnancy ("high risk pregnancy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, premature rupture of membranes, premature delivery, pregnancy with contraceptive device, depression, anxiety and high risk pregnancy outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract disorder, bladder disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, bladder disorder, cystitis, depression, device expulsion, high risk pregnancy, menorrhagia, pelvic pain, pregnancy with contraceptive device, premature delivery, premature rupture of membranes, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pain, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: unilateral occlusion - right tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with essure, device migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information added. Event outcome were updated of events pelvic pain, vaginal bleeding, menorrhagia. Events: bladder/urinary problems, bladder infection, uti, vaginal infection, vaginal discharge added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of device/migration of essure device location of device: uterus'), premature rupture of membranes ('premature rupture of membrane') and premature delivery ('pre-term delivery') in a 32-year-old female patient who had essure (batch no. 653901) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion - right tube occluded" on (B)(6) 2009. The patient's medical history included bone cyst excision in 1999, breast cyst excision in 1998, multigravida, parity 4 (B)(6) 1994, (B)(6) 1999, (B)(6) 2009, (B)(6) 2012)) and gerd. Concurrent conditions included chronic cholecystitis, cholelithiasis (laparoscopic cholecystectomy on (B)(6) 2017) and hypertension. Concomitant products included amlodipine from (B)(6) 2011 to (B)(6) 2017, hydrochlorothiazide since (B)(6) 2011, macrogol 3350 (miralax) since (B)(6) 2017, pantoprazole, paracetamol (acetaminophen), paroxetine since (B)(6) 2017 and trazodone since (B)(6) 2017. In 2009, the patient was found to have a pregnancy with contraceptive device ("post implant pregnancy"). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"), 6 days after insertion of essure. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2011, the patient experienced premature rupture of membranes (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced depression ("depression/ psych injury") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced premature delivery (seriousness criteria medically significant and intervention required), urinary tract disorder ("bladder/urinary problems"), bladder disorder ("bladder/urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge") and was found to have a high risk pregnancy ("high risk pregnancy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, premature rupture of membranes, premature delivery, pregnancy with contraceptive device, depression, anxiety and high risk pregnancy outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract disorder, bladder disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, bladder disorder, cystitis, depression, device expulsion, high risk pregnancy, menorrhagia, pelvic pain, pregnancy with contraceptive device, premature delivery, premature rupture of membranes, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pain, migration diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: unilateral occlusion - right tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with essure, device migration. Lot number: 653901. Manufacturing date: 2009-06. Expiration date: 2012-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device"), premature delivery ("pre-term delivery") and pregnancy with contraceptive device ("post implant pregnancy") in a 32-year-old female patient who had essure (batch no. 653901) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion - right tube occluded" on (B)(6) 2009. The patient's past medical history included breast cyst excision in 1998, bone cyst excision in 1999, multigravida and parity 4 (((B)(6) 1994, (B)(6) 1999, (B)(6) 2009, (B)(6) 2012)). Concomitant products included paracetamol (acetaminophen). In 2009, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, 2 months 9 days after insertion of essure, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), premature delivery (seriousness criterion medically significant), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia") and high risk pregnancy ("high risk pregnancy"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, premature delivery, pregnancy with contraceptive device, vaginal haemorrhage, menorrhagia, depression, anxiety and high risk pregnancy outcome was unknown and the pelvic pain was resolving. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, depression, device dislocation, high risk pregnancy, menorrhagia, pelvic pain, pregnancy with contraceptive device, premature delivery and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: unilateral occlusion - right tube . Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with essure, device migration. Most recent follow-up information incorporated above includes: on 18-jul-2018: plaintiff fact sheet received: psychological or psychiatric problems condition: depression and mental anguish, high risk pregnancy event was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of device/migration of essure device location of device: uterus'), premature rupture of membranes ('premature rupture of membrane') and premature delivery ('pre-term delivery') in a 32-year-old female patient who had essure (batch no. 653901) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion - right tube occluded" on (B)(6) 2009. The patient's medical history included bone cyst excision in 1999, breast cyst excision in 1998, multigravida, parity 4 (((B)(6) 1994, (B)(6) 1999, (B)(6) 2009, (B)(6) 2012)) and gerd. Concurrent conditions included chronic cholecystitis, cholelithiasis (laparoscopic cholecystectomy on (B)(6) -2017) and hypertension. Concomitant products included amlodipine from july 2011 to august 2017, hydrochlorothiazide since (B)(6) 2011, macrogol 3350 (miralax) since (B)(6) 2017, pantoprazole, paracetamol (acetaminophen), paroxetine since (B)(6) 2017 and trazodone since (B)(6) 2017. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient was found to have a pregnancy with contraceptive device ("post implant pregnancy"). On (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain"), 6 days after insertion of essure. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("menorrhagia"). On (B)(6) 2011, the patient experienced premature rupture of membranes (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced depression ("depression/ psych injury") and anxiety ("mental anguish"). On (B)(6) 2017, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced premature delivery (seriousness criteria medically significant and intervention required), urinary tract disorder ("bladder/urinary problems"), bladder disorder ("bladder/urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge") and was found to have a high risk pregnancy ("high risk pregnancy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, premature rupture of membranes, premature delivery, pregnancy with contraceptive device, depression, anxiety and high risk pregnancy outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract disorder, bladder disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, bladder disorder, cystitis, depression, device expulsion, high risk pregnancy, menorrhagia, pelvic pain, pregnancy with contraceptive device, premature delivery, premature rupture of membranes, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff received treatment for pain, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: unilateral occlusion - right tube. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pregnancy with essure, device migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Reporter information added. Event outcome were updated of events pelvic pain, vaginal bleeding, menorrhagia. Events: bladder/urinary problems, bladder infection, uti, vaginal infection, vaginal discharge added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.